Event description:
A (B)(6) distributor shipped back monitors indicating "housing broken."

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. As received, the monitor case was completely separated, revealing the circuit board. The root cause of the damaged case could not be positively identified but was likely due to physical trauma. No adverse event resulted from the defective monitor case.